Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a broken reservoir tube lip, a stained keypad overlay, a missing retainer and a pillowing keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damaged. Reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.